Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving morphine (unknown concentration at a dose of "9") via an implantable infusion pump. The pump's indications for use (IFU) were noted as non-malignant pain and other chronic/intractable pain (trunk/limbs). The consumer reported that the patient was diagnosed with acute psychosis on (B)(6) 2016. The consumer stated that since then, the dose had been decreased and titrated down. The psychiatric physicians recommended that the patient not have any surgery to replace the pump. The consumer stated that they didn't want drug put in the pump because of the antipsychotic medication that the patient was on so they were wishing to have the pump titrated down and not replaced. No interventions were mentioned. Additional information received from the hcp indicated that the cause and resolution status of the acute psychosis were unknown. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.